Event description:
An opthalmic surgeon reported an intraocular lens was explanted due to "mechanical failure." In a f/u, the ophthalmic assistant reported the pt was experiencing glare, had difficulty driving, and "could not see any detail." The lens was exchanged for a different type of lens and the events resolved.

Manufacturer narrative:
Eval summary: the product was returned for eval. Both haptics are broken and the optic is torn/split/cracked. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 03/13/2012 and 03/20/2012 by phone, fax, and mail. A completed questionnaire was received on 03/20/2012. (B)(4).